Event description:
The switch remained in the "on" position. The unit has not been returned to co to be inspected and may not be. No deaths or injuries were reported. This event is not likely to cause or contribute to death or serious injury. This report is being made to comply with regulatory letter 90-dt-12.